Event description:
This is a report of blood leaks around the arterial and venous end caps of the dialyzer after 9 reused. This is a single use product. There was approximately 200ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues. There was patient involvement, once the product had been used when the deviation was observed; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.